Event description:
The customer reported an issue where the insulin gauge displayed an amount different than expected, specifically showing 0 units despite having 175 units in the cartridge. This discrepancy led to the customer's blood glucose level rising to +500 mg/dl. The customer took corrective action by administering a correction bolus via the pump and resolved the issue by loading a new cartridge. Technical support advised the customer to use the in-app cartridge load resource and provided guidance for future troubleshooting. Additional follow-up indicated the customer was informed about the estimated arrival time for a replacement package, though no tracking number was available, and that cts could not provide trusteel infusion sets as replacements at the time.